Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 500 mg/dl and that the insulin pump alarmed weak battery. The customer was assisted with troubleshooting for weak battery alarm and blank display. The customer's blood glucose at the time of incident was 250 mg/dl. The insulin pump's display returned after new battery was inserted during troubleshooting. The customer declined to troubleshoot for high blood glucose. The customer was advised to monitor insulin pump. The product will not be returned for analysis.